Event description:
It was reported when using the bd vacutainer® urinalysis urine tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "when the urine tube is inserted there is no blood flow."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: d.4. Medical device lot #: 1228966. D.4 medical device expiration date: 2023-08-31. H.4. Device manufacture date: 2021-08-16.

Event description:
It was reported when using the bd vacutainer® urinalysis urine tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "when the urine tube is inserted there is no blood flow."

Event description:
It was reported when using the bd vacutainer® urinalysis urine tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "when the urine tube is inserted there is no blood flow."

Manufacturer narrative:
H.6. Investigation summary: bd received 2 contaminated samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was unable to confirm the customer¿s indicated failure mode with the contaminated sample as it was used for a blood draw and not used for transporting urine. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.